Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: during testing, the pump powered on with audio tones and vibrations functional. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed and both were accurately recorded in the pump history. There was no evidence of hypersensitive keypad buttons observed. The complaint that the pump was delivering insulin inaccurately and missing bolus records was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used. Reportedly, there were missing bolus records. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.